Event description:
It was reported that the maintenance staff states, the brakes were not holding on 24 stretchers. It was further reported, the brake rings were locking down on the wheels but there still was some movement with the wheels and the brakes were not holding to specification.

Manufacturer narrative:
It was reported, the brake rings were locking down on the wheels, but there still was some movement with the wheels. Upon evaluation by the stryker certified technician, it was observed the floors of the account had high wax and a slippery surface.